Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter read inaccurately high. The pt tests his blood glucose once a day. He manages his diabetes via pills, diet, and exercise. On a week earlier, the pt claimed that he got a result of "hi" on the reported meter at 9:04 pm. According to the owner's manual, a result of "hi" indicates a possible blood glucose level exceeding 600 mg/dl. As a result of the alleged meter issue, the pt administered self-care by taking an increased dose of diabetes medication. The pt took 2 pills of metformin (500 mg) and 2 "glucose pills of 10 grams." At 10:30 pm, the same evening, the pt received assistance in an ( ER). His blood glucose was tested on an ER/hospital meter and a result of "60 mg/dl" was obtained. The pt was treated with food and/or a beverage. It would have been helpful to know the following info: when the pt typically tests during the day, what his normal blood glucose levels are, and what his last blood glucose reading was before the "hi" result was obtained. In addition, it would have been helpful to know what "glucose pills" the pt took, the details of his medication regimen, what his hospital diagnosis was, and if he took any other actions related to diabetes treatment before or after the result of "hi" was obtained. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that he obtained a blood glucose reading of "60 mg/dl" and received treatment suggestive for hypoglycemia after obtaining an alleged inaccurate high meter result.